Event description:
It was reported that the mobile programmer patient connector lost communication signal with the implantable pulse generator (ipg) without successful restoration. The connection could not be reestablished and only an orange device connection status was seen on the patient connector. The mobile programmer application had to be restarted in order to restore the connection and interrogate the ipg again. The mobile programmer was changed out for an alternative programmer. It was noted there was no telemetry on the ipg. The ipg remains in use. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.6.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.